Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A patient's death was reported from an unknown person. Information identified in the manufacture's data base indicated the patient died approximately eight months post implant of the system. A cause of death has been requested and not received.